Event description:
It was reported that the units turn off after a few minutes without any warning. The customer also reported no alarm being heard before units shut off. There was no patient involvement.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was not able to perform functional and alarm test because there was no power supplying the unit. A loose screw and a damaged solder connection on the system board was observed. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the filed for over four (4) years with no previous reported issues prior to this reported event.